Event description:
Customer reported the insulin pump alarmed no delivery while giving a bolus. She selected the resume option and programmed the bolus and the device functioned properly. Customer does not recall blood glucose level during time of event. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.